Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection located at the prostate resulting in symptoms of pain and fever. Magnetic resonance imaging (MRI) was taken which confirmed the infection. The physician did not believe the infection was related to the scs device or procedure. Therefore, the patient underwent an explant procedure during which the full scs system was explanted. Additionally, the patient was placed on antibiotics and a culture was taken however, the culture results were not able to be obtained. The patient was doing well postoperatively. The explanted lead and lead extension will not be returned as they were retained by the medical facility. Additional information was received that the culture results confirmed the presence of a staphylococcal aureus infection.

Manufacturer narrative:
Correction to the initial MDR: the suspect medical device reported in this MDR form for an infection located at the prosthate does not meet reporting criteria. The infection and associated patient symptoms were assessed by the physician to be unrelated to the scs devices or procedure and as such, are related to the patients condition only. As there is no reported allegation against device performance or the devices themselves, and there was no serious injury, the event should not have been reported on a 3500a MDR form. Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7083681 unique identifier (UDI): (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7084424. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection located at the prostate resulting in symptoms of pain and fever. Magnetic resonance imaging (MRI) was taken which confirmed the infection. The physician did not believe the infection was related to the scs device or procedure. Therefore, the patient underwent an explant procedure during which the full scs system was explanted. Additionally, the patient was placed on antibiotics and a culture was taken however, the culture results were not able to be obtained. The patient was doing well postoperatively. The explanted lead and lead extension will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7083681, unique identifier (UDI): (B)(4). Product family: scs-extension upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7084424, unique identifier (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7083681. Unique identifier (UDI): (B)(4). Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7084424, unique identifier (UDI): (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection located at the prostate resulting in symptoms of pain and fever. Magnetic resonance imaging (MRI) was taken which confirmed the infection. The physician did not believe the infection was related to the scs device or procedure. Therefore, the patient underwent an explant procedure during which the full scs system was explanted. Additionally, the patient was placed on antibiotics and a culture was taken however, the culture results were not able to be obtained. The patient was doing well postoperatively. The explanted lead and lead extension will not be returned as they were retained by the medical facility. Additional information was received that the culture results confirmed the presence of a staphylococcal aureus infection.